Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the patient was transferred to the ICU for further treatment after undergoing bedside bronchoscopy-guided tracheal intubation due to respiratory failure at 08:00 on august 30. During a nurse shift handover, an air leaking was found in the catheter balloon, making it unusable, and the duty doctor and head nurse were notified. There was no patient harm/adverse event reported.